Manufacturer narrative:
One cadd legacy plus pump was received with no physical damage found on it. The event log was reviewed and error code 1310 was not found. The power up process and air detector functional test were used to evaluate the pump. Error 1310 was not duplicated at power up and no issue was found with the air detector sensor during functional tests. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error code and an air sensor issue. There were no reported adverse events.